Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, could not conclusively specify the root cause of the foreign material remained in the device. The event is detectable/preventable by handling the device in accordance with the following instruction for use (IFU). IFU states the detection method in gif-1200n series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-1200n series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects in the nozzle. There was no patient involvement.